Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that as per evaluation of arctic sun device, it was found that the neutral and hot connections from the ac main voltage circuit card to the power inlet module showed signs of overheating and it was reported that both will need to be replaced. The tank seals were torn free and will need to be replaced. The double bend tube had expanded on the tank side and will need to be replaced as it would not fit into a new seal. The connector from the isolation card to the control panel was found damaged. It is unknown if the damage occurred during previous service at our facility or by a biomedical technician at the hospital. This did not affect function as it booted properly. However, it will be replaced under courtesy warranty as a preventive measure to assure data connection to the control panel will not be lost. The power connection on the chiller pump was found to be damaged when the tank was disassembled. It was not known when this happened and will be replaced as a courtesy warranty. The power cord retaining bracket was missing and will be replaced as well.

Event description:
It was reported that as per evaluation of arctic sun device, it was found that the neutral and hot connections from the ac main voltage circuit card to the power inlet module showed signs of overheating and it was reported that both will need to be replaced. The tank seals were torn free and will need to be replaced. The double bend tube had expanded on the tank side and will need to be replaced as it would not fit into a new seal. The connector from the isolation card to the control panel was found damaged. It is unknown if the damage occurred during previous service at our facility or by a biomedical technician at the hospital. This did not affect function as it booted properly. However, it will be replaced under courtesy warranty as a preventive measure to assure data connection to the control panel will not be lost. The power connection on the chiller pump was found to be damaged when the tank was disassembled. It was not known when this happened and will be replaced as a courtesy warranty. The power cord retaining bracket was missing and will be replaced as well.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.